Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: {d-evprop34}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implantation of the valve, an infold was observed. Subsequently, cardiac arrest occurred. Resuscitation was performed, and extracorporeal membrane oxygenation (ECMO) was initiated. A new valve was implanted. The patient was transferred to the intensive care unit (ICU).

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: pro+ delivery catheter system (dcs), product ID: d-evprop34, lot: 0012096140, use by date: 2026-01-02, UDI: (B)(4). Image review: three still images were reviewed in relation to the event. The patient¿s executive summary was included permitting a full anatomical assessment. The patient¿s aortic valve appeared to be significantly calcified with an annulus perimeter that measured 88.2 mm with a perimeter derived diameter of 28.1 mm suggesting a 34 mm valve. The image of the fluoroscopic valve load inspection provided reveals a misload identified by crown overlap beyond node 4 and misaligned outflow crowns that are not parallel to the paddle attachment. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. The valve was used for the procedure and during deployment attempt, an infold was evident and the paddle can be seen visibly out of the paddle attachment. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a mi sloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and new sterile components must be used. It was reported that cardiac arrest occurred requiring extracorpo real membrane oxygenation (ECMO), and subsequently a new valve was implanted. Updated: b5, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implantation of the valve, an infold was observed. Subsequently, cardiac arrest occurred. Resuscitation was performed, and extracorporeal membrane oxygenation (ECMO) was initiated. A new valve was implanted. The patient was transferred to the intensive care unit (ICU). Additional information was received that per the physician, the cause of the cardiac arrest was decompensated heart failure and the dcs could have been a contributing factor but not the main one. The infold in the valve frame was first noticed at second recapture. The valve was recaptured three times due to no optimal position. The physician indicated that the patient's annular or aortic calcification contributed to the infold. The patient was discharged.